Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the insert was revised due to instability. (Right). Srnjr number: (B)(4). Frasa: p1 - fit and healthy.